Event description:
K-wire broke in pt left great toe during surgery. Arthrodesis first metatarsophalangeal joint, left foot. Surgeon unable to remove the k-wire. Therefore, k-wire retained in pt's left great toe.